Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were removed due to infection. A new crt-d was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694058 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.